Manufacturer narrative:
H6: investigation summary: sample and photos received for investigation. Upon visual inspection, damaged luer is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause of the defect could have been a punctual entanglement caused in the conveyor belts after the siliconization step of the syringe. The current controls to detect the incident are carried out through visual inspection every 01 hour in the packaging process. Action was taken, mapping and elimination of entanglement points in the equipment.

Event description:
It was reported when using the bd syringe plastipak 5ml s/su, the device experienced tip/ luer of syringe breaks off. The following information was provided by the initial reporter. The customer stated: syringe with broken luer lock.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe plastipak 5ml s/su, the device experienced tip/ luer of syringe breaks off. The following information was provided by the initial reporter. The customer stated: syringe with broken luer lock.